Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report from the field indicated that during an endovascular mechanical thrombectomy of a basilar tip and left posterior cerebral artery (pca) occlusion, clot retrieval was performed with a 5x33 embotrap ii (et009533/lot # unknown) and catalyst (stryker) distal access catheter; however, the retrieved clot was not detected in the stent retriever or suction. It was then confirmed via angiography that the clot had embolized to the distal superior cerebellar artery. There was no adverse outcome to the patient as a result of the thromboembolism. No further information was provided at the time of complaint initiation. Additional information received indicated that the patient did not experience any symptoms as a result of the distal thromboembolism.

Manufacturer narrative:
Product complaint #: (B)(4). Section 1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during an endovascular mechanical thrombectomy of a basilar tip and left posterior cerebral artery (pca) occlusion, clot retrieval was performed with a 5x33 embotrap ii (et009533/lot # unknown) and catalyst (stryker) distal access catheter; however, clot was not detected in the stent retriever or suction. It was then confirmed via angiography that the clot had embolized to the distal superior cerebellar artery. There was no adverse outcome to the patient as a result of the thromboembolism. Additional information received indicated that the patient did not experience any symptoms as a result of the distal thromboembolism. No additional information is available. The device is not available for evaluation. The lot number is not known; therefore, a device history record review cannot be completed. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. The root cause of the event cannot be determined based on the information available for review; however, clinical and procedural factors including clot burden, vessel characteristics, and device manipulation, may have contributed with no indication of a device malfunction. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.